Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where it was reported that sensor was broken during removal procedure. The event happened on 27-jan-2026. An RMA was authorized for return of sensor for further investigation.